Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the presence of foreign material was confirmed. However, the definitive root cause and identity of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6). During device evaluation, the customers allegation was not confirmed. Additional findings include the following: the bending angle in the up direction and the play of the up/down knob were out of standard value; due to wear of the angle wire. The adhesive on the bending section cover had a chip, crack, and a white clouded area. Switch 4 had wear, the universal cord had a wrinkle, the paint on the suction cylinder and the adhesive around the objective lens and light guide lens were peeled, the adhesives around the objective lens and light guide lens had a white clouded area. And the following components were scratched: the image guide protector, the plastic distal end cover, and the connecting tube. Follow up with the customer regarding reprocessing of the device was performed. The customer cleaned, disinfected, and sterilized the device before sending back to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was presoaked in the detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The air/water nozzle channel was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer, that there was an error code on the evis lucera elite colonovideoscope. There were no reports of patient harm associated with this event. The device was returned and evaluated. And the nozzle had foreign objects in it. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.